Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the or staff opened the hemopro package and found that the tissue welder clamp was cracked, damaged. A replacement unit was opened for the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw coating was cracked/damaged on the curved metal jaw. It was also observed that the metal shaft tip on the tri-heater assembly was bent at the shaft interface. The reported complaint was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.